Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator was being charge too often and it was not holding charge. It was reported that there was poor coupling with recharging. The patient reported that they used to have to charge every couple of weeks and now they were charging weekly and sometimes have a hard time getting all the coupling boxes to fill in. The patient report that they used to charge with something in between the insr antenna and skin but since they started having trouble, they now charge with the antenna against the skin. The patient reported that while charging her ins battery level gets to 3/4 full and she will see the thermometer screen saying its too hot. The patient reported that they had a fall 5 month ago. The patient reported that the issues have been getting progressively worse and the ins won¿t charge to 100%. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. Event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator was being charged too often and it was not holding charge. It was reported that there was poor coupling with recharging. The patient reported that they used to have to charge every couple of weeks and now they were charging weekly and sometimes have a hard time getting all the coupling boxes to fill in. The patient reported that they used to charge with something in between the insr antenna and skin but since they started having trouble, they now charge with the antenna against the skin. There had been no changes to their programming. The patient reported that while charging her ins battery level gets to 3/4 full and she will see the thermometer screen saying it's too hot, so they did not charge the ins to 100% full. The patient reported that they had a fall 5 month ago. The patient reported that the issues have been getting progressively worse and the ins would not charge to 100%. The recharger antenna was damaged. No patient complications have been reported because of this event. Additional information was received and it was reported that the antenna did not fit into the recharger. It was reviewed that the access cover needed to be taken off in order to replace the antenna. The patient stated that their husband did not do all of that and they would call back if they were unable to plug it in. The patient stated that the antenna had gotten to where it would not connect to charge anymore.